Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: b1, b2-outcomes attributed to ae, h1, h6 - annex e, h6 - annex f. Additional information: b5, b7, d4 - lot #, d4 - expiration date, d4 - primary UDI number, d10, h4. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on (B)(6) 2025 confirmed that, the patient was admitted to the intensive care unit, received a preoperative bile duct drain due to a bilioma. The initial drain placement was performed on (B)(6) 2025 without any complications. The catheter was placed using the seldinger technique via a cook catheter and competitor guidewire. It was secured using sutures and a securement device. On (B)(6) 2025, the intensive care unit team observed that the drainage catheter was detached from its hub. There was no evidence of tampering with the device. The catheter was replaced with a new catheter of same type. Photos provided by the customer show leakage and hub separation.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported that the mac-loc hub separated from an ultrathane mac-loc locking loop biliary drainage catheter. The patient was admitted to the intensive care unit, received a preoperative bile duct drain due to a bilioma. The initial drain placement was performed on (B)(6) 2025 without any complications. The catheter was placed using the seldinger technique via a cook catheter and competitor guidewire. It was secured using sutures and a securement device. On (B)(6) 2025, the intensive care unit team observed that the drainage catheter was detached from its hub. There was no evidence of tampering with the device. The catheter was replaced with a new catheter of same type. Photos provided by the customer show leakage and hub separation. No adverse effects or additional procedures for the patient were reported due to this occurrence. Reviews of the documentation, including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. The device was returned in a used and damaged condition. A review of the device discovered the flare had completely separated, leaving no material between the cap and adaptor. The flare shows evidence of the material being out of round, with some evidence of material elongation. The cap and mac-loc adaptor passed the gap gauge requirement. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to address the reported failure mode inspection activities are currently in place to prevent the release of non-conforming products related to the reported failure mode. A review of the device history record (DHR) for the device lot and related subassembly lots found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. The current instructions for use [IFU__multi2_rev1] state the following: precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied upon removal from package, inspect the product to ensure no damage has occurred. Evidence gathered upon review of upon review of the dmr, DHR, IFU, and device evaluation suggests that the device was not manufactured out of specification and that there are no nonconforming devices in-house or out in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. While it is possible that the catheter experienced excessive force or tension while in the patient, it cannot be definitively confirmed. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a- additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b- additional product codes: gbo; lje. H3 - device evaluated by mfg?: device evaluation anticipated but has not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the mac-loc hub separated from an ultrathane mac-loc locking loop biliary drainage catheter. The patient was reported to be "ok". At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.